Event description:
Per the clinic, the external processor became hot with device use. It was requested that the device be removed from service and returned to the manufacturer for analysis. There were no allegation of patient injury.

Manufacturer narrative:
(B)(4).